Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error while customer was asleep outside on a sun lounger chair. Customer's blood glucose was 16.0mmol/l. Customer was advised to revert to backup plan and the device needed to be replaced. Customer agreed to return the device for analysis.